Manufacturer narrative:
Concomitant medical products: product ID: a2dr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that electrograms (egm) revealed intermittent right atrial (ra) lead far field r-wave (ffrw) oversensing.  The lead remains in use. No further patient complications have been reported as a result of this event.